Event description:
A ventilator was sent to the manufacturer for routine preventive maintenance. The device was not in patient use.

Manufacturer narrative:
During evaluation of the device at the manufacturer's service center, a pre-test step failure was observed. The device's sensor pca was replaced to address this issue.